Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph procedure the fiber was noted to have ¿misfired started to shoot straight¿ at 42,000 joules of use. The procedure was completed with the use of a second fiber. Patient outcome: ¿ok.¿ no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-615a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional event information: "miss-fire." Joules used: 42,970. Time expended: 00:05:44.